Event description:
During cardiac cath procedure, #6 french pigtail catheter appeared to be kinked. Upon withdrawing catheter, the tip was dislodged. A snare was placed and the tip was retrieved. Pieces were returned to MFR. No serious illness/injury to pt was incurred.